Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7214944, expiration date: 2018-05-31, manufacture date: 2017-08-02. Medical device lot #: 7256764, expiration date: 2018-06-30, manufacture date: 2017-09-13. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for overfill with the incident lot was not observed. Evaluation/testing of the customer samples was performed and overfill was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that the consumer experienced overfilling when using a bd vacutainer® buffered sodium citrate blood collection tube. There was no report of injury or medical interventions. ¿ (B)(6) , rn.